Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not been returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the patient had undergone a right tka procedure on (B)(6) 2015. During the original procedure the patella was resurfaced. The patient was experiencing pain and underwent a revision right tka procedure on (B)(6) 2019. The revision procedure was completed by implanting another manufacturer's product. During the revision the following arthrex products were explanted: tibial tray implant, ar-503-ttth, lot 1337240, femoral implant, ar-516-7r, lot 108761331, bearing implant, ar-513-bh12, lot 113601409, patella implant, ar-504-psc9, lot 113601430.

Manufacturer narrative:
Complaint not confirmed, no evidence was found that may have contributed to the event. During the revision surgery the surgeon chose to also remove this device.